Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported leakage in the cartridge compartment during use. Customer dried the cartridge compartment and inserted a new cartridge. Customer advised that it leaked also. Customer tried a cartridge from a different package and that cartridge leaked also. No adverse event reported. A request was made for the return of the device.